Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive because no sample was returned to bas for evaluation. Based on the description of the reported event, possible contributing factors include flexural fatigue, excessive tensile forces, and material damage/flaw; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time and the reported event could not be confirmed as a deficiency in product manufacture or deficiency while under correct product use.

Event description:
Facility reported to the sales rep that the PICC was placed on (B)(6) 2017. Red port leaking at the extension hub connection. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of rebq2477 showed two other similar product complaints from this lot number.

Event description:
Facility reported to the sales rep that the PICC was placed on (B)(6) 2017. Red port leaking at the extension hub connection. No patient injury reported.